Manufacturer narrative:
(B)(4): the customer, a biomedical engineer, further examined their device and observed that a pin from the quik combo therapy cable had broken off and become lodged in the device's therapy connector assembly. Physio-control also evaluated the customer's device and verified the reported issue. Physio then replaced the device's therapy connector assembly as well as the quik combo therapy cable which had the broken pin. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device would not allow the user to select paddles lead ECG during testing. As a result, defibrillation therapy may not be able to be delivered. There was no patient use associated with the reported event.